Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image. The event occurred during cleaning and disinfection for a therapeutic procedure that was completed using a similar device. There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image. The event occurred during cleaning and disinfection for a therapeutic procedure that was completed using a similar device. There was no reports of patient harm.